Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Visual analysis of the lead found it was severly kinked with obvious electrocautery instrumentation damage. No functional testing was performed due to the broken wires. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received her scs system, including a percutaneous lead, on (B)(6) 2005. It was reported the lead was explanted and replaced due to a loss of stimulation and a suspected fracture. The explanted lead was returned to the MFR for analysis.